Event description:
It was reported that they were getting washed out, grainy images causing the patient to be re-exposed. It was determined that tthe bios battery on the xrc board needed to be replaced. Once the battery was replaced and calibrations done the unit is working as intended.